Event description:
The customer returned the product for "broken battery door latch in battery compartment", during device inspection, it was found that the downstream occlusion (dso)mseal was lifting tere was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. There was no relevant service history. Visual and function tests were performed, and the reported issue was confirmed. Further investigation found a lifting downstream occlusion (dso) seal.